Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic experiencing far field r-wave oversensing that was falling into the device¿s atrial refractory period and causing inappropriate mode switches. Programming changes were made. Patient had complained of feeling shortness of breath and was believed to be because of all the inappropriate mode switches. The patient was stable and will continue to be monitored.